Event description:
It was reported by service report that the motion interrupt pan was hanging down, and the bed had no power. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: motion interrupt pan was broken and hanging down. Defective head-end sensor coil and potentiometer.